Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with an unspecified mentor breast prosthesis developed ¿significant¿ capsular contracture post implantation (baker grade unknown). The side of the capsular contracture (left breast, right breast, or bilateral) was not specified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 19-dec-2025, a manufacturing record evaluation (mre) was performed on lot number 251095 & 261142, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-nov-2025, mentor received additional information about the event: - patient details (dob, race, ethnicity) were provided. - the patient underwent a primary breast augmentation procedure with the suspect medical device. - the patient¿s breast prostheses are mentor smooth round high profile 310cc saline breast prostheses, catalog #3503310. Information was provided for both left and right breast implants: left) lot #261142, sn #(B)(6). Right) lot #251095, sn #(B)(6). The side of capsular contracture (left breast, right breast, or bilateral) is still unknown. If clarification is received, a supplemental report will be submitted. A manufacturing record evaluation is in progress for both lot numbers. Once completed, a supplemental report will be submitted. - an implantation date ((B)(6)2003) was reported. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Manufacturer¿s reference number: (B)(4).